Event description:
It was reported that error icon displayed occurred. Product was provided for investigation. An external visual inspection was performed and passed. A receiver charge test was performed and failed due to the receiver stuck at "dexcom" screen then shutdown. A receiver boot test was performed and failed due to the receiver stuck at "dexcom" screen then shutdown. Functional tests were not performed due to the receiver stuck at "dexcom" screen then shutdown. An internal visual inspection was performed and failed due to water damage. Pictures were taken. The log was not downloaded for review due to the receiver stuck at "dexcom" screen then shutdown. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D9: device availability ¿ additional. G3: date received by manufacturer - additional. H2: additional information - additional / device evaluation. H3: device evaluated by manufacturer ¿ additional. H6: type of investigation ¿ additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon display occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.